Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f mynx control vascular closure device (vcd) was deployed but bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used according to the instructions for use. There were no visible signs of device or package damage prior to use. The procedure was a trans-femoral coronary angiography (tfca) using a retrograde approach. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. No anticoagulants, antiplatelets, or thrombolytics were used. The patient had no history of coagulopathy. There were no issues noted during balloon retraction or the button #2 step. A non-cordis 5f sheath introducer was used. There was little vessel tortuosity. The femoral artery suitability was confirmed by angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel diameter was greater than 5 mm. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. There was no stenosis greater than 50% at the puncture site. The access site had not been closed with any closure device within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.